Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was not able to confirm the customer-indicated issue. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ seringa para insulina 30 (0,3ml) 6mm (15/64") 0,25mm (31g) u-100 100count had leakage. The following information was provided by the initial reporter, translated from portuguese to english: I ask you to check again that the syringes in the photos are not fit for use. I didn't have a complaint from just one customer, there were more than three customers complaining about the same issue. I made the switch for these clients because they are diabetic clients, mostly elderly people who don't understand and don't want to know whose fault it is that the syringes are not working, they want the solution. I am waiting for an answer and I believe that I will not be left with this loss since my pharmacy was not at all to blame for buying a batch of syringes that came defective!

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ seringa para insulina 30 (0,3ml) 6mm (15/64") 0,25mm (31g) u-100 100count had leakage. The following information was provided by the initial reporter, translated from portuguese to english: I ask you to check again that the syringes in the photos are not fit for use. I didn't have a complaint from just one customer, there were more than three customers complaining about the same issue. I made the switch for these clients because they are diabetic clients, mostly elderly people who don't understand and don't want to know whose fault it is that the syringes are not working, they want the solution. I am waiting for an answer and I believe that I will not be left with this loss since my pharmacy was not at all to blame for buying a batch of syringes that came with defective!